Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was 272 mg/dl. During troubleshooting, it was found that customer rewound insulin pump with reservoir in place. Customer was advised to change infusion set and reservoir. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.